Event description:
It was reported that pt complains of pain in right hip. Pt is in so much pain that she is unable to move leg for 20 minutes, until she slowly regains movement. Pt stated, she has no more medical coverage and now requires a bone scan and blood tests that she is unable to cover.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.